Event description:
It was reported that patient received a transmission for device in bvvi mode via merlin.net. Upon further investigation, it was noted that backup vvi transmission was inappropriate. The device was never in backup vvi. No further information available.